Event description:
It was reported that the plastic piece of the instrument broke on the last impaction so backup needed. Nothing left in the patient, no injuries or delays reported. . No injuries or delays reported.

Manufacturer narrative:
The associated journey ii xr tibial base implant impactor was returned and evaluated. Visual inspection of the device confirms that the bumper pad has fractured. This failure mode has been previously identified. The device was manufactured in 2015. A design change has been implemented to reduce/eliminate this failure mode from recurrence. This device was manufactured prior to these corrective actions. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.